Event description:
Customer reportedly obtained results of 219mg/dl or 119mg/dl and 42mg/dl within 10 minutes on the same device. Result of 219mg/dl was not found in the device memory but result of 119mg/dl was. Customer felt the result was 219mg/dl. Customer ate to elevate her blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.